Event description:
It was reported that the table on the 2600 system will not boot up properly. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the control display pcb and the display interface pcb. A loose ground on the tb5 block was also identified and repaired. The system was tested and found to be working as intended and placed back into service.